Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that the cardiosave intra-aortic balloon pump (iabp) unit had system failure issue. There was no patient involvement reported.